Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the button on the bottom of the insulin pump popped off. The customer's blood glucose reading was 90 mg/dl at the time of incident. Troubleshooting found that the pump had a continuous beep and alarm and that insulin deliver sometimes stops. Customer was advised that this beep and alarm was due to being run in a certain pattern that the customer is able to change if they want. No further details provided.